Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Visual inspection did not reveal any damage to the grips. The instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain clip through engagement but cannot apply the clip. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier instrument would not release clip after firing. The surgeon had to use another instrument to get the clip off the clip applier. A new clip applier was obtained to finish the case. The procedure was completed with no reported injury.